Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter alleged that the pump's time changed spontaneously two to three times per week. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: a review of the pump¿s black box history showed that the pump¿s time was manually changed on (B)(6) 2014 from 00:38 to 20:23. No errors, alarms, or warnings occurring during investigation. The pump was able to maintain time/date settings with 0 second accuracy. The complaint that the pump¿s time was changing spontaneously throughout the week was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.